Event description:
The customer complains that the system fills with air again at the bacillus filter after ventilation of the pump.

Manufacturer narrative:
The info provided in the complaint is unclear. Customer was e-mailed to ask for clarification and for f/u on returned samples. A f/u will be submitted when a response from the customer is received and/or product is received and evaluated.